Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during side to side anastomosis on a robotic laparoscopic right colectomy, the staple line bled. It was stated that there was a lack of hemostasis. The area was over sewed to control the bleeding. It was stated that there was a thirty minutes or more surgical time extension since bleeding at the anastomosis was tried to control.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The loading unit was received fully applied with the interlock engaged. No damage was noted to the knife blade. The loading unit was reset and loaded into the returned instrument. The instrument and loading unit were applied to the appropriate test media with acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.